Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a pt that was generated by the access 2 instrument. The customer indicated that the elevated accu tnl (sample a) result was 1.6ug/l. The elevated accu tnl result was reported out of the laboratory. According to the customer, the pt was given heparin therapy (fragmin and plavix) after the elevated accu tnl result was reported out. The customer indicated that the next day, a new sample (b) was collected for accu tnl. The accu tnl result from sample b was, <0.04ug/l. Based on the lower accu tnl result from sample b, the customer retested sample a for accu tnl. The repeated accu tnl result from sample a was 0.03ug/l. The repeated accu tnl result was reported out as corrected result for sample a. The heparin therapy was discontinued after the lower accu tnl results were obtained on sample b and a. There has been no pt injury that can not be attributed to this event.